Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2015, an adverse event had occurred. The patient reports that he had blacked out in his basement for 2-3 hours, he believes it was from hypoglycemia. After he woke up, the patient called his wife, who fed him something. After eating the patient's wife took him to the hospital emergency room (ER). At the hospital the patient was diagnosed with a broken ankle and slight concussion. The patient was released after 5 hours and went home with his wife. The patient stated that his blood glucose (bg) was at 91mg/dl in the morning before the incident. No product defects or failures were alleged. At time of contact the patient's condition was fine. No additional event or patient information is available.